Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise. The patient was brought into the clinic. Upon interrogation, the atrial lead exhibited noise oversensing which resulted in an inappropriate auto mode switch (ams) and led to pacing inhibition. The physician decided to explant the device. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise. The patient was brought into the clinic. Upon interrogation, the atrial lead exhibited noise oversensing which resulted in an inappropriate auto mode switch (ams) and led to pacing inhibition. No intervention was made. The patient was stable throughout.